Manufacturer narrative:
(B)(4). The endoscope will be evaluated by pentax medical. Once evaluation is completed the device will be repaired and returned to the customer or loaner inventory as applicable. Model fnl-15rp3, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service on 08-feb-2022, a device history record(DHR) review for model fnl-15rp3, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on 05-aug-2012 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 07-aug-2012. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint that occurred in the united states. The customer reported poor image quality involving pentax medical fiber naso pharyngo laryngo scope, model fnl-15rp3, serial number (B)(4). The event timing and location are unknown. No death or serious injury was reported. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-50923) which was submitted. Therefore, MDR (9610877-2022-00317) filed on february 18, 2022 is considered a duplicate report.